Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance (sli) measurements of greater than 200 ohms. Technical services (ts) reviewed device data and noted that the sli measurements have been stable for the past year with no prior alerts and recommended programming options and defibrillation threshold (dft) testing. This device remains in service. No adverse patient effects were reported.